Event description:
It was reported that a malfunction alarm occurred with the code provided by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support attempted to contact the patient multiple times but was unable to reach them, ultimately closing the case after exhausting all follow-up attempts.